Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. The broken piece was returned. It was reported that the device received a red light and would not activate prior to use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had an activation issue. Error tones and red lights were observed. Another battery and generator was installed into the handpiece and still could not work properly. A new dissector was used using the same battery and generator and it worked fine. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the tip of the waveguide had fractured and disengaged. The broken piece was returned.